Manufacturer narrative:
A report was received that the patient underwent an ipg replacement procedure per physicians preference to optimize low back coverage. The explanted device was not returned to bsn.

Event description:
A report was received that the patients ipg has stopped working. It was also reported that the patient was experiencing inadequate pain relief. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patients ipg has stopped working. It was also reported that the patient was experiencing inadequate pain relief. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that device malfunction was suspected. No further course of action will be taken at this time.

Event description:
A report was received that the patients ipg has stopped working. It was also reported that the patient was experiencing inadequate pain relief. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the physician wanted to upgrade to a newer system. No device malfunction was suspected.

Event description:
A report was received that the patients ipg has stopped working. It was also reported that the patient was experiencing inadequate pain relief. The patient will undergo an ipg replacement procedure.